Event description:
This is an international report where the home patient (hp) reported that the home choice (hc) machine alarmed a system error (se) 1026 during priming. The hp was not connected to the machine. The technical service representative (tsr) explained the alarm. The hp stated the cassette was leaking. The tsr suggested using all new supplies. New supplies to be used. There was patient involvement but not patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Manufacturer narrative:
(B)(4). This complaint for leak was not confirmed and the cause was undetermined. The lot number is unknown; therefore, a batch review cannot be performed.